Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an angiogram interventional procedure. The starclose device was inserted and advanced to the artery without issue. Reportedly during step 2, there was resistance advancing the plunger. The safety release button was pressed. Another attempt was made to advance the plunger, and again resistance was encountered as the plunger seemed "stuck" and did not click. The safety release button was used, and the device was easily removed from the patient without issue. It was noted the angle of insertion was very steep almost 90 degrees. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
The returned device analysis noted carvings in the flex-guide shaft.

Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the plunger was confirmed based on the returned device condition. Additionally flex-guide shaft carvings were observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the angle of insertion was very steep almost 90 degrees. It should be noted that the starclose instructions for use (IFU), states: click 2: deploy locator wings and initiate splitting of the sheath, a. Place the left hand on the stabilizer to stabilize the device at the angle of the tissue tract. The reported mechanical jam with the plunger appears to be related to the high device angle (90 degrees) positioning during plunger deployment (step #2) such that garage leaves interacted with flex-guide. This interaction contributed to the resistance encountered. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.